Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited undersensing. Right ventricular intrinsic amplitude was noted to be out of range as well as variable right ventricular (rv) lead thresholds. Further review was recommended by technical services (ts). No adverse patient were reported. This device system remains in service.